Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was dropped causing a bluish ting on display screen which prevents reading of display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a bleeding lcd glass, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.